Manufacturer narrative:
Our investigation into this complaint has been completed. Our filed service engineer (fse) visited the hospital facility to troubleshoot the compressor system. The fse could not duplicate the ¿low supply pressure¿ alarm condition during simulated use testing of the compressor. The fse also stated that he found that integrated adapter on air module was some loose (the air supply intake) on the connected ventilator. Fse tightened all connections. Fse than performed several pre use checks without any issues. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The downloaded device logs from the connected ventilator confirm that the ventilator generated alarms for ¿low supply pressure¿ alarm at three different occasions (12:19, 13:31 and 13:40) on the given date of event. This means that the failure condition was intermittently occurring, i.e. Not having a static condition. As the fse could not duplicate the alarm the root cause could not be established. However it cannot be excluded that the alarm was generated due to an intermittent leakage in the adapter. There is no other indication of a ventilator malfunction at the time of event.

Event description:
(B)(4).

Event description:
It was reported that the compressor alarmed "low pressure". There was no patient harm. (B)(4).